Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The air dermatome was manufactured on may 14, 2009, and is over 7 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including discoloration and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number 18, was not flush with the control bar. The master blade appeared to obscure the control bar on the right hand side. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The reciprocating arm appeared to move up and down more freely then intended. All of the width plates showed signs of wear. The calibration was out of specification at all settings. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, motor, swivel, poppet assembly, screw driver, width plates, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. No testing was able to be performed to try to replicate the reported event. The device was noted to be out of calibration at all settings and the control bar was not aligned properly, however it is not clear what impact that had on the reported event or how the issues occurred. The device is over 7 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It is reported the dermatome did not cut uniformly, biting and jumping. It was taking away a thick skin graft. No patient involvement. No adverse events have been reported as a result of the malfunction.